Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "High"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer chose to remove the pump and revert to an alternate method of insulin therapy.